Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
During implant insertion, the internal connection was damaged and correct final positioning could not be achieved. The implant was removed and replaced with a new implant during the same surgical procedure.